Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 580 mg/dl. The customer stated that she received multiple no delivery alarms prior to the event. The customer stated that she changed the infusion set, and that solved the issue. Troubleshooting was performed, and the insulin pump passed the prime test. The customer felt that insulin was not being absorbed correctly. Advised the customer to try an infusion set with a shorter tubing and cannula. Sample infusion sets were shipped to the customer. Nothing further was reported.